Manufacturer narrative:
This report is submitted on december 2, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth. There was a skin revision and the device was explanted under a general anaesthetic on (B)(6) 2022.

Event description:
Correction: the initial MDR submitted on december 2, 2022, was filed inadvertently. No explantation has occurred. Only the abutment was removed.